Event description:
It was reported to philips that after preventative maintenance the device still displays a maintenance required message. There was no report of patient involvement.

Manufacturer narrative:
(B)(4)